Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged distal tip on an introducer sheath was confirmed but the cause is unknown. A photograph of a distal section of an introducer/dilator/sheath was returned for evaluation of this complaint. The sheath had not been peeled and was found around the dilator. Reddish residual material was seen within the lumen of the dilator, indicating use. The tip of the dilator appeared slightly bowed. The distal end of the sheath was deformed with the material rolled under itself. Based on evaluation of the photo, possible contributing factors include too small of an incision, steep insertion angle, and/or a poor transition of the introducer sheath to the dilator. However, the exact root cause could not be determined from the photo. The IFU states ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." A lot history review (lhr) of reez3496 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer malfunction yesterday, initially, the introducer from the tl kit buckled up & wouldn't push into the skin properly." On (B)(6) 2021: the tip of the returned dilator sheath was deformed and bowed.